Manufacturer narrative:
Product analysis: the device was received for analysis. No additional devices were received for analysis. Fractures of the coil and core wires were observed and there was a large radius bend over the distal 36.5cm. The distal tip and a portion of core and coil wire were missing from the returned device. There were deposits of dried blood-like material on the damaged distal region of the device. There was no other damage or inconsistencies noted on the device. The proximal joint appeared to be correct and intact during visual examination and non-destructive testing. Dimensional verification: the specimen presented an overall length of 300.0cm and the coil was stretched to 14.5cm. A shaft diameter of .01700¿ to .01705¿ and a finished coil diameter of .01730¿ at the proximal joint were recorded. A gage bushing certified to be .0180¿ passed over the length of the specimen.

Event description:
The physician was using a nitrex guidewire in a standard pta procedure to treat a non-calcified lesion in the right sfa. The vessel had no tortuosity. The device was prepped as per the IFU with no issues identified. There was no resistance advancing the device. Pre-dilation was not performed. During the procedure; the tip of 0.018"/300mm nitrex transition wire ruptured while removing from the 0.035¿ supporting/micro catheter. All pieces of the catheter were removed, and no intervention was required. Force was not used when it was pulled back. The incident did not result in vessel damage. The product was replaced by another medtronic product.